Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 4.5 yrs post-implant, it was reported that when the pt's system controller is connected to the power module, the pump is unable to maintain the fixed speed. The pt was admitted into the hospital for eval of the percutaneous lead.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.